Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. It was reported that during use the cardiosave intra-aortic balloon pump (iabp) ECG signal showed disconnection. Patient involved and no harm reported. A getinge field service engineer (fse) inspected the machine and found ECG cable defective. Fse delivered the ECG trunk cable and lead wires to the user. Device passed all performance according to factory specifications. Device was returned to customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) units ECG signal showed disconnection. There was no patient harm.